Event description:
It was reported the patient has not used or charged her scs ipg in over a year. A sjm representative met with the patient and confirmed the patient's ipg is inoperable. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.